Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. X-ray inspection found the inner coil inside the connector region normal. X-ray examination of the helix mechanism found the helix stretched/bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to helix found stretched/bent and clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead extended on its own while attempting to maneuver the lead to the implant site. The helix was retracted, however, after reattempting to place the lead, the helix extended again. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.